Event description:
Hospital reported to distributor that prior to using a 24" pressure monitoring line, it was noted that the product pouch was open, thereby compromising the sterility of the device. The product was not used.